Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The lamp in the illuminator module had passed its life for 400 hours and illumination was low and near the lower range of limit. The company service representative advised the customer to replace the lamp, but did not exchange it during the visit due to the customer not purchasing a new xenon lamp to install. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system presents an advisory for the user to replace the lamp after it has reached 400 hours and can only be cleared by the user pressing a button on the screen. The lamp can still be used after this advisory is acknowledged. The root cause of the reported event can be attributed to the xenon lamp, which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was an endo-illumination issue with multiple ports during a vitreo-retinal procedure. The auxiliary illuminator was used to complete the procedure. There was no patient impact.